Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 10 months. The patient remains ongoing on vad support. The evaluation of the submitted log file confirmed the reported power elevations; however, a root cause for the events could not be determined. The log file showed pump power ranging from about 5-7 watts, with intermittent elevations to about 8-18 watts. Several pulsatility index events were also captured throughout the log file. It was reported that the patient had been off anticoagulation for several days. No further events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that pump power spikes were noted upon device interrogation. On (B)(6) 2015, it was reported that the patient had been off anticoagulation for a couple of days for a procedure. The patient's urine was reportedly clean and no signs of heart failure were noted. It was also reported that there was not much change in the patient's lactate dehydrogenase (ldh) levels since admission (approximately 600 u/l); however, it was stated that there had been a slight increase in ldh over the last year from around 400 to 600 u/l. On (B)(6) 2015, a ramp study showed that when the pump speed was increased, the aortic valve was closed, the left ventricle dimensions came down, and the inflow velocity was fine. It was also reported that the power spikes had decreased in frequency since the evening prior. The customer reported that the patient was left on the heparin drip one more day than typical to ensure at least 2 days of a therapeutic inr before turning it off, but otherwise they just observed the reported power spikes. The patient would be discharged with a higher inr target goal. No further information was provided.